Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to pain; disability in function; fluid collection identified on MRI; swelling and discomfort and metallic debris. Intra-operative and pathological findings included necrotic debris with a reactive synovila layer that shows signs of necrosis and metal staining along with black corrosive debris at the modular neck-stem taper. (Right)